Manufacturer narrative:
Information contained in this report was previously submitted through asr on 21/jan/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to breast implant illness. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported the left side is "really spread out, bii, pain, ache, burn, joint pain, chronic neck and back pain, lump in my side boob/pit area, small masses on my thyroid" and "swollen lymph nodes." Patient additionally reported "depression, dizziness, uti, yeast infections, sinus infections, headache and migraines, difficulty swallowing, fatigue, cysts in uterus, ovaries, and cervix, swelling in face, hands and stomach areas, swollen eyes, rashes, bumps on skin, itching, tingling and numbness in face, lips, arms, and legs, vision was foggy, seeing spots and lines, breast implant illness, constant feeling of chocking or blockage in throat, heartburn, gerd, precancerous spots in esophagus and stomach, insomnia, vertigo, memory loss, brain fog forgetfulness, hair loss, anxiety, word loss, ringing in ears, heart palpitations, hot flashes, night sweats, weight gain, dry eyes, eye twitching, easy bruising, low sex drive, burning in my chest, cold hands and feet, pigment changes in skin, changes in finger and toe nails, hormone imbalance, hard bumps in lower stomach, muscle twitching, dry throat, dark circles, premature aging, moments of anger, sound sensitivity, decline in vision, gastro issues, digestion issues, gallbladder issues, pancreas issues, hair on head hurts;" these events are not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, g.1, h.6.

Event description:
Patient reported the left side is "really spread out, bii, pain, ache, burn, joint pain, chronic neck and back pain, lump in my side boob/pit area, small masses on my thyroidm" "constant pain, capsular contracture (baker grade unknown) and "swollen lymph nodes." Patient additionally reported "depression, dizziness, uti, yeast infections, sinus infections, headache and migraines, difficulty swallowing, fatigue, cysts in uterus, ovaries, and cervix, swelling in face, hands and stomach areas, swollen eyes, rashes, bumps on skin, itching, tingling and numbness in face, lips, arms, and legs, vision was foggy, seeing spots and lines, breast implant illness, constant feeling of chocking or blockage in throat, heartburn, gerd, precancerous spots in esophagus and stomach, insomnia, vertigo, memory loss, brain fog forgetfulness, hair loss, anxiety, word loss, ringing in ears, heart palpitations, hot flashes, night sweats, weight gain, dry eyes, eye twitching, easy bruising, low sex drive, burning in my chest, cold hands and feet, pigment changes in skin, changes in finger and toe nails, hormone imbalance, hard bumps in lower stomach, muscle twitching, dry throat, dark circles, premature aging, moments of anger, sound sensitivity, decline in vision, gastro issues, digestion issues, gallbladder issues, pancreas issues, hair on head hurts;" , "exhausted¿, "spots on thyroids and kidneys" - these events are not related to the device. Device remains implanted.